Manufacturer narrative:
Product code: unk; esubmitter software does not allow for unk or blank entry. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. The surgeon reportedly is considering exchanging the lens with a 12.6mm lens. Attempts to obtain additional information have not been successful.